Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was extrinsically over-rotated. It was noted the helix does not extend because of distal conductor distortion due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that during the implant procedure, the helix of the lead would not retract. The lead remains implanted, yet out of service, and a different lead was implanted. No patient complications have been reported as a result of this event.